Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0etcu, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that his implantable neurostimulator (ins) was revised and re-positioned because it had been rubbing against his skin, the ins was not working, and the lead had become disconnected from the ins. It was indicated that the healthcare provider went in to move the ins, so that it would not rub against the skin and reconnected the lead. The event occurred in 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.